Event description:
Covidien received information stating that during patient use, there was no audible alarm for 'disconnect' or 'low pressure', although the light emitting diode (led) was functional. The patient had apnea and required cardiopulmonary resuscitation (CPR). There were no further negative patient consequences reported.

Manufacturer narrative:
(B)(4). The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the printed circuit board (pcb). The unit passes extended self-testing.